Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. H10 additional narrative:  added: b7 and h6 (device).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Litigation alleges the patient suffers from pain, discomfort and swelling. Update ppf alleges elevated metal ions, metal wear and metallosis. After review of medical record for MDR reportability, patient was revised to address failed metal-metal hip arthroplasty, right. Upon exposure of the posterior capsule, extensive metallic staining of the soft tissues was noted. There was significant gray-appearing compromised soft tissue. This tissue was excised. In the inferior of the capsule was extensive metallosis. The greater trochanter also demonstrated extensive metallic staining and osteolysis, while the posterior wall along with the defect created in the superior acetabulum from screw removal had extensive osteolysis. Doi: (B)(6) 2005 - dor: (B)(6) 2014; (right hip).